Manufacturer narrative:
The customer reported that the central nurses station (cns) will not discharge two telemetry beds. While troubleshooting with the customer, the cns froze. Upon rebooting the cns, it got stuck on the splash screen. Kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurses station (cns) will not discharge two telemetry beds. While troubleshooting with the customer, the cns froze.